Event description:
Inappropriate pacing impedances on the lv (left ventricular) and rv (right ventricular) leads were reported. The rv impedance was greater than 2500 ohms and lv less than 200. It was determined to be a device malfunction. The atrial port was plugged, yet getting some atrial senses on ventricular events. No patient complications were reported as a result of this event.

Event description:
Inappropriate pacing impedances on the lv (left ventricular) and rv (right ventricular) leads were reported. The rv impedance was greater than 2500 ohms and lv less than 200. It was determined to be a device malfunction. The atrial port was plugged, yet getting some atrial senses on ventricular events. The device was subsequently returned with a report of high impedance and thresholds, resulting in device replacement. The measurements were fine with the analyzer. No patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Follow-up with the user facility revealed that this event did not meet their MDR reporting threshold. Evaluation summary: no anomalies found.